Event description:
It was reported there was poor picture. Under the microscope, the distal tip of the scope looks like exploded to inside there is no information that the event caused a harm or serious injury to patient.

Manufacturer narrative:
The device in question was returned to the manufacturer on january 9,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Result of investigation: examination of the optics revealed the following: adhesions are visible on the distal cover glass. The distal soldering seam has been chemically dissolved and moisture and adhesions have entered the rod lens system as a result. Conclusion: the information provided by the customer with reference to the fault description "poor picture, the distal tip of the scope looks like exploded to inside" can be confirmed. The imaging with the optics mentioned is no longer possible due to the chemically dissolved distal soldered seam. The dissolved soldered seam allowed moisture and residues of any kind to penetrate unhindered into the rod lens system used for imaging. A possible cause of this damage lies in the clinical reprocessing procedure and the reprocessing fluids/methods used. Furthermore, there is an additional residue of unknown nature on the distal cover glass. Obviously, the optics were not checked by the user as described in detail in the IFU under point 9 and point 11 to ensure that they were free of defects/damage. Otherwise, the existing damage to the optics would have been recognized and the optics would not have been used. The damages found is not due to a manufacturing/production defect but is the result of mechanical damage during use or clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).